Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button had a creased trace. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a "add gel/replace belt" messages and that the response buttons were not able to activate the monitor.